Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display on the insulin pump. Customer's blood glucose level was 200 mg/dl. Troubleshooting for partial display was performed. Customer advised they have a space in the battery icon and a black circle on the display screen. Customer advised they carry the insulin pump in a case at home and place it in their bra. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked lcd zebra connector. No unexpected alarms or alarm display icon noted during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.